Event description:
Customer reported printed images had the wrong patient information on them. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the printer. System operates as intended.